Manufacturer narrative:
The esprit ventilator v1000 was in clinical/therapeutic use at the time of the alleged unspecified therapy delivery error. As a precautionary measure, the patient was taken off the device and manual ventilation was administered prior to being transitioned to a secondary mechanical ventilator (settings, configuration, make/model unspecified). No harm or injury was noted. Based upon investigation conducted, this complaint shall be downgraded from a serious injury to a product problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
The customer reported that the device did not appear to be giving the correct ventilation outputs. It was reported that they took the patient off the device and bagged the patient. The device was removed from service and a different device was brought in for patient use. There was no patient incident or impact to therapy reported. The customer also reported that the device was making a loud noise and the screen would intermittently turn orange. The customer later confirmed that the odd noise was just the blower winding down which is a normal function of the device. The customer confirmed that the event log did not show the occurrence of any error codes to indicate a malfunction. The ventilator was tested and it was verified that the output pressure and breathes per minute were accurate; short and extended self-test were successful. Full preventive maintenance was performed to confirm functionality of the device. The device passed all testing and operated within the manufacturing specifications. There was no device malfunction, deficiency with identity (e.g., labeling), quality, durability, reliability, safety, effectiveness, or performance of the device.